Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4) would not start compressions. The platform was able to power on, but the red caution light illuminated on the display of the platform. The customer did not note any error messages. The crew switched to manual compressions immediately. After the incident, the customer attempted to troubleshoot the unit using a CPR mannequin. However, after multiple attempts and adjusting the mannequin, the platform still would not perform compressions. The customer reported that it seems the load cells are not recognizing a patient's weight on top of the platform. No consequences or impact to patient.

Manufacturer narrative:
D4 (additional device information) was corrected. The reported complaint of "the autopulse platform ((B)(6)) would not start compressions" was confirmed based on the review of the archive data and during functional testing. A review of the archive file showed multiple occurrences of fault code 16 - (timeout moving to takeup-position) around the event date. The fault code 16 was also replicated during functional testing. The occurrence of fault code 16 would prevent the platform from performing compressions. The root cause of the fault code 16 is the seizure of the drive train motor, attributed to the rust/corrosion observed at the brake housing area. A review of the archive data revealed that frequent daily checks were not performed by the customer, and the storage condition of the platform is not known. Frequent daily device checks and storing the autopulse platform in a low humidity location could help prevent the brake gap from seizing. No documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2020. The lack of proper maintenance most likely caused degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure. There was no physical damage observed on the returned autopulse platform during the visual inspection. Based on archive data review, multiple fault code 16 messages were observed, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16 displaying during the initial take-up. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the drive train motor having rust/corrosion at the brake assembly area. The brake body was seized from the rust/corrosion and will prevent the brake from opening or closing during activation. Ipa cleaning was used to un-seize the brake gap and remove the rust/corrosion at the brake housing area. The brake gap inspection was performed and verified that the brake gap was within the specification of 0.008" ±0. 001". Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with (B)(6).